Event description:
It was reported that the customer was no longer wearing the sensor. Customer stated that the pump was going into threshold suspend and causing high blood glucose levels. Customer stated that the sensor was alerting that he was low. Customer stated that he wasn't getting sleep because the sensor was alarming. Customer stated that his blood glucose levels would go up because the pump would go into threshold suspend and the customer would be sleeping while his blood glucose levels were high. Customer stated that he last wore the sensor 2.5 months ago. Customer stated that he was having adherence issues with the sensor. Customer will try different locations. Customer was advised that sensors are only approved for use in the abdomen area. Customer will not use sensors again until he speaks with his health care professional. Customer declined troubleshooting. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.